Manufacturer narrative:
An evaluation was performed on the returned product and could confirm the customer complaint for the tip breaking off the catheter. A visual inspection was performed and showed the luer lock tip is missing. Since the mating part (luer lock) was not returned a complete evaluation is not possible. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the case the tip broke off from the catheter. The device did break in the patient and was removed. A back up device was used successfully. There were no reported patient injuries. No other complications were noted.